Event description:
It was reported that the patient experiences moments of pain across his head. The patient has not used the processor for over a year, but the problem persisted. The patient is requesting to be explanted to stop the pain from occurring. No date for explanation has been set at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.